Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer received instructions from technical support to reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reoccurs.